Event description:
It was reported that while placing a bravo ph monitor, the capsule attached to the patient's esophagus, but would not detach from the delivery system. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis determined a reliability non-conformance. There was a bent pull wire.